Manufacturer narrative:
A third-party service agent isolated the issue to the system pcb assembly. However, the customer decided not to repair the device. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, a third-party service agent observed the device reboot continuously. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and observed the device continuously reboot itself. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, a third-party service agent observed the device reboot continuously. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.